Event description:
It was reported that the system 6800 would fully initialize, but would not fluoro prior to a procedure. The system was reinitialized and the procedure was performed without incident. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and placed back into service.